Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# n0030800, implanted: (B)(6) 2006. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 355029, lot# n0047451, implanted: (B)(6) 2006. Product type: accessory. (B)(4).

Event description:
Additional information stated, the patient had her implantable neurostimulator (ins) replaced. It was stated, it took a couple hours to trickle charge her battery after being over discharged for over a year. The patient did not like recharging so her new ins was non-rechargeable. Reportedly the patient is doing well.

Event description:
It was reported that the implantable neurostimulator (ins) was going to be replaced the week following the call. It was stated that the patient had second overdischarge event. The patient reportedly did an antenna locate assessment and physician mode recharge. As a result, the patient was able to recharge the ins regularly. It was noted that there were telemetry issues. It was stated that the patient had been charging for three hours but the first quarter of the ins still was not charged. It was noted that there were 9 coupling bars and the device could not be read with the physician programmer. The patient reportedly planned to not use stimulation until replacement. A supplemental report will be sent if any additional information is received.